Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) verified that the710 z1-axis error messages in the error log. The fse adjusted the x1-axis sensor and tube holder. The customer then switched from brown sysmex racks to white racks and ran 30 patient samples without any errors. The g8 instrument was performing within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(4) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages - when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to the x1-axis sensor requiring alignment.

Event description:
On (B)(6) 2018, a customer reported getting 710 z1-axis error messages on the g8 instrument. The customer reported having low total areas and putting on a used sampling needle assembly, which resolved the low total areas, but began getting 710 z1-axis error messages. A new sampling needle assembly was sent to the customer. On (B)(6) 2018, the customer reported that after replacing the sampling needle assembly the error persisted. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.